Manufacturer narrative:
Item and lot number not provided to allow for further investigation.

Event description:
The doctor stated that the patient received a medpor plus implant. The doctor stated that the implant was doing well, but a need for further surgeries for orbital malignancy meant that the implant had to be removed.